Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The original packaging was returned and the seal appears to have been continuous around the perimeter of the device. The packaging is very wrinkled and appears to have been crumpled and straightened repeatedly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging procedure found that the packaging assembler must verify that the pouch is free of pin holes, cuts and seal defects and ensure proper product orientation. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include mishandling during shipping or storage. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during set up for an arthroscopy, the sterile package of the stabilization shoulder kit was already opened before used. There was a s+n back up device available. There was no delay reported and there was no patient involved.